Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during an unrelated procedure, the right atrial lead dislodged. During lead revision procedure, the physician tried to reposition the lead but the helix would not extend. The lead was explanted and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.